Event description:
The customer reported that several staff members (approximately 50%) have reported problems with this manifold. On a recent case, "a very critically ill patient with 4 vaso-active infusions was deteriorating, as the medications were having to be increased, it was observed during the "troubleshooting" that the manifold was cracked; the manifold was cracked and the vasoactive medication was not being delivered to the patient (the bed was wet)." Product code 9230; lot number is unknown.